Event description:
10/06/92 rptr had breast cancer (1 lump in upper outer quadrant of left breast, intraductal and ductal carcinoma. 5/93 microcalcifications in right breast were filled with silicone upon biopsy. 1/94 breast cancer recurrence. 6 lumps in left breast all intraductal infiltrating cancer.